Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
It was reported that the patient experienced poor performance with device use secondary to a neurinoma. Subsequently the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.